Event description:
During a colonoscopy procedure, a wilson-cook reusable snare was used to perform a polypectomy. With the snare in endoscopic view and before attempting to enclose the polyp, the physician proceeded to open and close the snare to verifty orientation of the device. When the snare was closing, the snare head detached into the colon. Large biopsy forceps were used to retrieve the snare head. The patient did not undergo any additional procedures, and was reported to be in good condition.